Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that on (B)(6) 2018, two patient samples generated initially false elevated architect clin chem magnesium assay results. The following was provided: patient 1: initial result of 7.6 mg/dl that retested at 1.5 mg/dl.. Patient 2: initial result of 8.5 mg/dl that retested at 1.2 mg/dl.. The customer uses a normal reference range of 1.7-2.5 mg/dl. Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
Architect c4000 analyzer instrument logs were reviewed; however, sample identifications were not provided. The history log shows multiple occurrences of aspiration and cuvette washing not completed errors. The maintenance log shows the wash cuvettes procedure was not performed after every occurrence of the cuvette wash errors as recommended in the architect operations manual. A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends or systemic issues in conjunction with the complaint incident currently under evaluation. No non-conformances were found. The architect operations manual and the clin chem magnesium assay package insert both contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.